Manufacturer narrative:
Report was initially submitted on july 24, 2017 but no acknowledgment was received. Advised by FDA on august 8, 2017 to resubmit medwatch. Report was then re-submitted on august 08, 2017 but no third acknowledgment was received. Advised by FDA on august 14, 2017 to resubmit medwatch. Report was then resubmitted on august 14, 2017 but no third acknowledgment was received. Advised by FDA on august 28, 2017 to resubmit medwatch. Report was then resubmitted on august 28, 2017 but no third acknowledgment was received. Advised by FDA on august 29, 2017 to resubmit medwatch. UDI: (B)(4). Exact date unknown; reported as approximately four months before explant date. Complainant part is not expected to be returned for manufacturer review/investigation. Sterile part 04.037.142s, lot h255786: manufacturing location: (B)(4). Manufacturing date: december 20, 2016. Expiration date: november 30, 2026. Components: part 04.037.914.2, lot l048105; part 04.037.912.4, lot h089437; part 04.037.912.3, lot h193914; raw material lot h126803. Raw material met requirements. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a removal of a trochanteric fixation nail (tfn) with a conversion to a bipolar hip was performed on (B)(6) 2017 due to hip fracture over-collapse. The original procedure was performed on an unknown date, approximately four months prior. The patient has a history of osteoporosis. Removed hardware included: tfn, helical blade and screw (all intact). The procedure was uneventful and was completed successfully with the patient in stable condition. This is report 1 of 3 for (B)(4).